Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user was unable to move the upper arm after starting up the excelsiusgps system, and that the information ring turned red. Troubleshooting efforts to restart and rehome the system were performed. However, the user was unable to resolve the issue which resulted in aborting usage of excelsiusgps to perform the case. A globus medical field service engineer was dispatched to replace the upper arm board and perform accuracy and system functionality tests. The gps unit passed all tests, and there has been no reports of failure regarding motion not being available after this repair. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.